Manufacturer narrative:
Evaluation summary: during examination of the valve, it was noted that the tear near commissure 1 was approximately 8mm in length while the tear near commissure 2 was approximately 7mm. Several small calcification nodules in leaflet 1 were revealed by x-ray imaging. The cusp of leaflets 2 and 3 became somewhat hardened and dense. Mild host tissue growth was noted on both inflow and outflow sides of the valve. A small patch of pannus was noted on leaflet 3 near the middle at the free edge, causing a minor retraction of the leaflet from the outflow perspective. The findings suggest that the valve was undergoing both calcific and non-calcific tissue degeneration. As mentioned, this patient has significant history of rheumatic heart disease (rhd) and chronic kidney disease (ckd). Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Rheumatic heart disease (rhd) ends up affecting about half the people who have had rheumatic fever with carditis. The endocarditis in rheumatic fever is caused by an autoimmune process that affects many parts of the body in addition to the heart, and is triggered by a reaction to the streptococcal bacteria in strep throat. Most of the time, rheumatic heart disease is diagnosed 10 to 20 years after being "triggered" by acute rheumatic fever. Once rheumatic valvular disease begins, it tends to continually worsen over time. Repeated episodes of rheumatic fever can accelerate the deterioration of the patient¿s native heart valves. Overtime, rheumatic heart disease leads to heavy calcium deposits on the mitral and aortic valve.

Manufacturer narrative:
Evaluation summary: leaflets were thickened and swollen at the free margin, and appeared opaque and discolored, especially on leaflet 2 at the outflow aspect. Leaflet 1 had a partial tear of approximately 5mm near commissure 1 of which 1mm was still attached. Leaflet 1 also had a 7mm tear near commissure 2. A horizontal crease was observed on leaflet 1 at the inflow aspect. Fibrin material was observed at the edge of leaflets 2 and 3 near the wireform at the inflow aspect. Additional testing is in progress. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Device evaluation confirmed the customer report of torn leaflets. It was noted this patient had significant medical history of rheumatic fever and chronic kidney disease. A supplemental report will be filed when new information becomes available.

Event description:
Edwards learned that a 27mm aortic pericardial valve was explanted after an implant duration of seven (7) years, four (4) months due to aortic insufficiency. Clinical observation of the device at explant noted leaflet tears. "The cusp that was in the noncoronary cusp position had nearly torn from the post. The left coronary, noncoronary post portion of the noncoronary cusp was nearly torn to the base, while the right coronary cusp and noncoronary cusp post was torn probably halfway. There was no vegetation seen here." The device was replaced with a 3300tfx 25mm aortic pericardial valve. Tolerating the procedure well, the patient was transferred to ICU in stable condition. The patient was discharged and was reportedly doing well. The valve was returned for evaluation. Significant medical history for this patient included a history of rheumatic fever, moderate obesity, single-vessel coronary artery disease, carotid artery stenosis, chf, atrial fibrillation, mildly reduced left ventricular ejection fraction, mitral regurgitation and chronic kidney disease.